Event description:
Nurse noted telemetry pack felt hot to the touch. Opened the telemetry pack and the batteries felt very hot to touch. The outer covering of one battery melted off exposing the inner silver part of the battery.